Manufacturer narrative:
Pending evaluation.concomitant device(s): 320-10-00, 6676358 - equinoxe reverse tray adapter plate tray +0. 320-20-00, 6684235 - eq reverse torque defining screw kit.

Event description:
As reported, this (B)(6) male patient had a left reverse shoulder implanted, approximately 19 months ago and was the humeral liner and tray were revised approximately 1 month. The liner has now became dissociated from the humeral tray. Patient had a dissociation of the liner from the humeral tray. Surgeon is requesting an evaluation of the tray for defects due to this is the second time liner separated. Patient was last known to be in stable condition following the event. Devices will be returned.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of either incomplete seating of the liner during implantation, bone impingement, patient conditions, or any combination of these possibilities, which led to humeral liner disassociation. Section h11: *the following sections have corrected information: (d2b) common device name: reverse tray adapter plate tray +0 (d4) catalog number: 320-10-00, serial number: (B)(6) expiration date: 01-sep-2030, unique identifier (UDI) #: (B)(4). (H4) device manufacture date: 21-sep-2020.